Event description:
Voluntary medwatch copy, received from the FDA stating "tip of endoscopic linear cutter did not fire, cartridge replaced and detached when fired becoming lost in the abdominal cavity. Surgeon retrieved part and continued retrieval with x-ray." There was no reported consequence to the pt.